Event description:
Procedure performed: total laparoscopic hysterectomy. Event description: complaint (B)(4), complaint 1 of 3. Complaint (B)(4), complaint 2 of 3. Complaint (B)(4), complaint 3 of 3. The device was being used for camera insertion through port. Dr. [Name] and dr [name] commented that the 10mm zero-degree camera did not slide in properly and felt like it didn't fit like it usually does. They asked [name] to return device as faulty and to investigate. There was no clinical impact to the patient as a result of the event. Force and maneuvering the camera eventually worked and camera went down the port which allowed the user to resolve the situation. Additional information was received from territory manager via email on (B)(4) 2024: "I have spoken to the account, and they know of 3 total incidents. So far: 2 x ctf33 and 1 x c0r47. In all cases, they continued using the trocar despite the resistance." Intervention: force and maneuvering the camera eventually worked and camera went down the port. Patient status: stable, no complications.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: total laparoscopic hysterectomy. Event description: complaint (B)(4), complaint 1 of 3. (Medwatch report ID: 2027111-2024-00815). Complaint (B)(4), complaint 2 of 3. (Medwatch report ID: 2027111-2024-00816). Complaint (B)(4), complaint 3 of 3. (Medwatch report ID: 2027111-2024-00826). The device was being used for camera insertion through port. Dr. [Name] and dr [name] commented that the 10mm zero-degree camera did not slide in properly and felt like it didn't fit like it usually does. They asked [name] to return device as faulty and to investigate. There was no clinical impact to the patient as a result of the event. Force and maneuvering the camera eventually worked and camera went down the port which allowed the user to resolve the situation. Additional information was received from territory manager via email on 27-aug-2024: I have spoken to the account, and they know of 3 total incidents. So far: 2 x ctf33 and 1 x c0r47. In all cases, they continued using the trocar despite the resistance. Intervention: force and maneuvering the camera eventually worked and camera went down the port. Patient status: stable, no complications.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.